Event description:
The customer reported that there was a frame sync error message followed by a recoverable loss of system functionality. This issue is likely to result in a temporary system lock up and will require a system reboot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.